Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor position encoder error alarm and a motor error alarm from his insulin pump. The customer's blood glucose level was 96 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received with stuck in the motor error alarm loop during bolus and basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.